Manufacturer narrative:
Received = 1x x-smart plus contra-angle 6:1 a103300000000 sn: (B)(6). 1x x-smart plus handpiece a103400000300 sn: (B)(6). 1x x-smart plus unit sn: (B)(6). 1x x-smart plus univ.ac.adapter a103400000200 sn: (B)(6). X-smart plus head assembly. Sav shock (user). I see an mark on the head caused by shocks. X-smart plus cartridge. Sav various mechanical problem inside the cartridge moves (when a file is fixed) x-smart plus wave washer. Sav bad maintenance (user), foreign matter. X-smart plus drive shaft. Sav various mechanical problem, rotation not fluid. X-smart plus bearing retainer. Sav various mechanical problem, can't be removed from head assembly. X-smart plus battery sav other. Needed to be charged. Replaced 1x xp unit (B)(6). 1x xp handpiece a103400000300 (B)(6). 1x xp contra-angle 6:1 a103300000000 (B)(6). 1x xp univ.ac.adapter a103400000200 2945 device received for this event is being corrected from x-smart w/contra angle eur catalog # a100400000000 to x-smart plus catalog # a103200000000.

Event description:
In this event it is reported that x-smart w/contra angle eur stopped during treatment. No injury occurred.

Manufacturer narrative:
There has been a previous report received where this malfunction has caused file separation. Since separation of a file could necessitate medical/surgical intervention to preclude permanent damage to a body structure or permanent impairment of a body function, this malfunction would be likely to cause/contribute to a serious injury should it recur. As such, this event meets the criteria for reportability per 21 cfr part 803. The device is available for evaluation, though results are not available as of this report. Evaluation results will be submitted as they become available.